Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed about 450 times in a 90 day period, and tower door 6 failed about 250 times. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the storage space had failed frequently. The field service engineer (fse) addressed recurring failures of tower doors 2 and 6 that had been reported over the past 90 days. The issue was resolved by replacing the mini switches on all units. The system was tested for proper operation to ensure long term reliability. The customer verified that functionality was restored successfully. The system functioned as intended after the field service engineer repaired the device.